Event description:
Consumer indicated she used a tampon and the tampon came apart into pieces upon removal. She was able to remove the remaining pieces herself. This event occurred when using both super and super plus tampons.

Manufacturer narrative:
Device history record in review. Consumer did not return product samples for evaluation.